Event description:
In 2008, the lay pt's daughter contacted lifescan (lfs) alleging that the pt's one touch ultra meter did not power off. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The daughter said the pt needed to call paramedics after the alleged product issue started. Though the daughter apparently denied that the pt had symptoms, the cca noted that a reading of 30 mg/dl was obtained on the emt meter and the pt was treated with IV glucose on the event date, at 10:00 am. The cca noted that the meter was not turning off. The issue was resolved when the battery was reseated. The pt's products were replaced. The complaint is reported because the reporter alleges the lfs meter would not turn off and afterward, the pt's blood glucose reading on an emt meter was hypoglycemic and the pt was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.